Event description:
Patient representative reported that during an ultrasound scan performed to check for an event on the contralateral device, calcification was detected in the retro-areolar area of the left breast and the presence of periprosthetic effusion . The subsequent mammography confirmed benign calcification in the left breast with intact prosthesis with wavy contours. Also confirmed by an MRI examination. The patient underwent echo-guided aspiration and cytological examination of the aforementioned effusion. The diagnosis that followed was "anaplastic large cell lymphoma associated with the presence of breast implants". The patient underwent a cycle of 15 radiotherapy sessions and developed a psycho-pathological reaction to the aforementioned events that can be classified as 'adjustment disorder with mixed anxiety and depressed mood, chronic, moderate'. The device has been explanted.

Manufacturer narrative:
(B)(4). The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected and seroma-late

Event description:
Patient representative reported that during an ultrasound scan performed to check for an event on the contralateral device, calcification was detected in the retro-areolar area of the left breast and the presence of periprosthetic effusion . The subsequent mammography confirmed benign calcification in the left breast with intact prosthesis with wavy contours. Also confirmed by an MRI examnination. The patient underwent echo-guided aspiration and cytological examination of the aforementioned effusion. The diagnosis that followed was "anaplastic large cell lymphoma associated with the presence of breast implants". The patient underwent a cycle of 15 radiotherapy sessions and developed a psycho-pathological reaction to the aforementioned events that can be classified as 'adjustment disorder with mixed anxiety and depressed mood, chronic, moderate'. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d1, d2, d4.